Event description:
It was reported that at device change-out for eri, dft testing revealed low hv impedance and failure to deliver induction shock. ICD was changed out again and re-tested. Device failed to deliver shock and registered a low impedance warning. Patient was externally defibrillated. Lead was replaced and system tested normally.

Manufacturer narrative:
A partial lead with the connector pin measuring 28.4cm in length was returned. Analysis of the returned portion was normal. The damage found was sustained during the surgical procedure. Without return of the entire lead a full analysis could not be performed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.